Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the eighteen infusion set tubing was leaking at site and infusion is long for usually occurs after wearing ifs 2 days. The blood glucose level was high and the reading is 160-200 mg/dl. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).